Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hex driver tip is fractured. Doctor was able to finish the procedure with other instrument.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). An unknown driver tip was returned for investigation. The driver tip was visually inspected and under magnification. The driver tip showed clear evidence of a fracture at the tip. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complaint reported that the hex driver tip was fractured. Based on physical inspection of the return product, the complaint was confirmed to be fractured. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.